Event description:
Staple reload would not load properly to handle. Reported & returned. Rga# [redacted], fedex track# [redacted]. Manufacturer response for staple reload, (brand not provided) (per site reporter), issued rga# [redacted].